Event description:
This complaint is in regards to dailies aqua comfort plus one-day contact lenses from alcon (a novartis company). The first batch of contacts that I used kept tearing inside my eye while using the product (at least 10% of the time) causing the contacts to sometimes role to the back of my eye socket (causing great discomfort and possibly damage). At times the contacts would tear and the small missing pieces could not be found I contacted novartis, returned the product and they sent me a new lot (v0326053) and shortly after the contact lenses began exhibiting similar issues - just tonight another contact ripped while inside my eyes and there is a piece of the contact lens that I could not find. This is quite dangerous as these pieces of contact can role into the back of the eyeball. Frequency: once a day, route: into the eye. Dates of use: (B)(6) 2017. Diagnosis or reason for use: vision aide.